Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B7) other relevant history - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function, MRI, and redundancy. A spectranetics lld #1 lead locking device (lld #1) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath, advancement was made to the superior vena cava (svc)/innominate junction, when progress stalled. When removing the glidelight device to switch to a spectranetics 11f tightrail rotating dilator sheath, the patient¿s blood pressure dropped. Rescue efforts began, including rescue balloon, chest compressions, medication, and sternotomy. Perforations in the svc and the innominate vein were discovered and repaired (MDR #3007284006-2025-00185). The decision was made to abandon the extraction; therefore, the lld #1, along with the ra lead, were cut and capped and remained in the patient (MDR #3007284006-2025-00186). There was no attempt made to unlock the lld #1. The patient survived the procedure. This report captures the 14f glidelight in use when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.